Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and high thresholds. It was noted that the patient experienced chest pains. The ra lead remains in use. No further patient complications have been reported as a result of this event.